Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in use. A new lead of the same model was placed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This no longer meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in use. A new lead of the same model was placed. No adverse patient effects were reported. Additional information received indicates that the helix would not stay out, once helix locking tool was removed. This occurred multiple times with this particular lead.